Event description:
It was reported that a separation occurred. A rotawire drive was selected for use. During removal from the hoop, the tip of the guidewire stretched and got separated. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotawire drive. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that the spring tip had been stretched. There were no other damages or irregularities identified with the spring tip or remainder of the device. The length of the returned wire was measured and found to be 330cm. It is likely that the full length of the wire was returned.

Event description:
It was reported that a separation occurred. A rotawire drive was selected for use. During removal from the hoop, the tip of the guidewire stretched and got separated. There were no patient complications reported.